Event description:
The customer reported on behalf of the surgeon that after a primary thr operation, the patient required revision surgery on (B)(4) 2014 to revise a broken exeter stem. The stem was reported to have broken distally and the surgeon was reported to have had to perform an eto to remove the implant. The surgeon reported that the patient had reported pain and there was no patient fall prior to the failure.

Manufacturer narrative:
Corrected expiration date and manufacture date based on additional information. An event regarding stem fracture involving an exeter device was reported. The event was confirmed. Visual inspection revealed that the exeter stem is broken on the distal part, approximately 63mm from the distal tip of the stem. The femoral head is still attached to the trunnion. There are big scratches on the distal part that have been done during the explantation of the device. There is one long line scratch on the upper part of the stem that may also have been made during the explantation. The stem fracture occurred in mid stem region, approximately 63 mm from the distal stem tip. Much of the fracture surface was obscured by post fracture abrasion. The stem failed in fatigue as indicated by the typical fatigue striations found throughout the fracture surface. The fracture originated on the lateral side of the device and propagated medially. Final fracture occurred in ductile overload. The stem material was consistent with the astm f1586 and iso 5832-9 stainless. No material or manufacturing defects were seen on the parts examined. A review of the provided x-rays medical records by a clinical consultant concluded: issue with revision of exeter stem an unknown time after implantation in a (B)(6) male patient of unknown weight, height and activity level. X-rays confirm the stem fracture. Early after implantation there was already bone loss on the proximal medial side, filled with a thick layer of bone cement, significant defects in the cement mantle in the mid stem section, lack of interdigitation between stem, cement and bone in the whole proximal stem section all leaving the exeter stem without actual fixation or bone support well down to below the level of the lesser trochanter. Explant materials analysis confirms the stem of the exeter stem fractured in fatigue, propagating medially with the origin on the lateral surface. The stem material was consistent with the astm f-1586 and iso 5832-9 stainless steel alloy. No material or manufacturing defects were seen on the parts examined. The index arthroplasty was most probably a revision type procedure for a failed previous arthroplasty. The revision surgical technique with presence of significant bone defects around the proximal stem section and treated without impaction bone grafting has resulted in poor fixation of the proximal two-thirds exeter stem section creating an overload condition near the transition to the distal one-third remaining stem section that appeared stable in the bone. Progressive degradation of the cement mantle, osteolysis in the surrounding bone caused progressive loss of bone support around the proximal stem section with fatigue accumulation near the transition between the supported and non-supported by bone sections of the device culminating in fatigue fracture in the distal exeter stem section. All relevant factors have been discussed and all relate to the surgical technique of revision and as such are procedure-related without evidence to suggest involvement of other patient-related or device-related factors as also supported by the explant materials analysis that showed no materials or manufacturing defects in the explants. This pi case is not device related. Device history review: device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies complaint history review: a review of the complaint history database shows that there have been no similar reported events for the subject lot code. Conclusions: the medical review by a clinical consultant concluded that: progressive degradation of the cement mantle, osteolysis in the surrounding bone caused progressive loss of bone support around the proximal stem section with fatigue accumulation near the transition between the supported and non-supported by bone sections of the device culminating in fatigue fracture in the distal exeter stem section. All relevant factors have been discussed and all relate to the surgical technique of revision and as such are procedure-related without evidence to suggest involvement of other patient-related or device-related factors as also supported by the explant materials analysis that showed no materials or manufacturing defects in the explants. This pi case is not device related.

Event description:
The customer reported on behalf of the surgeon that after a primary thr operation, the patient required revision surgery on (B)(6) 2014 to revise a broken exeter stem. The stem was reported to have broken distally and the surgeon was reported to have had to perform an eto to remove the implant. The surgeon reported that the patient had reported pain and there was no patient fall prior to the failure.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.